Event description:
Customer reported a hospitalization for high blood glucose levels. He stated that his insulin pump ran out of batteries. As he was trying to replace the batteries, he fell and passed out. Customer was unable to get insulin for several hours. He went to the hospital for high blood glucose levels. Customer does not remember the exact blood glucose level when he was admitted, only that it was high. He was treated with an IV drip. Customer was not in an accident. He does not remember whether he was wearing the device at the time of hospitalization. Customer also reported cracks on the insulin pump from when he fell. His current blood glucose level is 359 mg/dl. He was advised that the device needed to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.